Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified neuro surgical procedure, it was discovered that the compact speed reducer device stopped working mid perforation. There were no delays to the planned surgical procedure. A spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was documented as unknown on the initial report. It has been updated as (B)(4). The date of manufacture was documented as unknown on the initial report. It has been updated as feb 17, 2012. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not rotate which made it impossible to perform a complete pre-repair diagnostic assessment. During repair it was observed that there was liquid and corrosion in the housing as well as corrosion in the gear box. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to build-up of corrosion due to normal use and wear over time which is consistent with causing rotational failures. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.